Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during use. The home patient (hp) said that he woke up and his tubing had come apart. He stated that he was wet. He said he was told to go to the emergency room when this happens. The technical service representative (tsr) told him he should follow whatever procedure his peritoneal dialysis registered nurse (pdrn) gave him. The hp was to contact his pdrn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver (cg) on (B)(6) 2012. She stated that the separation had occurred between the catheter connector and the titanium catheter adapter. The transfer set has been replaced and discarded at the emergency room. The transfer set had only been in place since (B)(6) 2012. The catheter adapter did not have any visible damage or residue on the threads. An assist device was not used to make the connection. No difficulties were noticed when the set was initially connected. The transfer set had not previously been reattached to the adapter by the patient or cg. The cg was not aware of anything that may have caused the disconnection. No lot numbers were available. The patient has been doing well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.